Manufacturer narrative:
Corrected h6: conclusion code.

Manufacturer narrative:
H.6. Code 213: a review of the manufacturing records for the devices verified the lots met all pre-release specifications. Also was involved a bxa095902f/17240440, UDI# (B)(4). The devices remain implanted and are not available for investigation. Code 4581- this code is used to describe an endoleak. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium apl, which in covalently bound to the device surface and is essentially/non-eluting. According to the gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU), complications and adverse events can occur when using any endovascular device.

Manufacturer narrative:
A review of the manufacturing records for the device is going to be conducted. The investigation is in process. Further information will be provided. This code is used to describe an endoleak. Also was involved a bxa095902f/17240440, UDI#:(B)(4). Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium apl, which in covalently bound to the device surface and is essentially/non-eluting.

Event description:
On (B)(6), this patient underwent endovascular treatment for an aortic aneurysm of unknown maximum diameter. The patient is enrolled in the aaa 13-02 tambe ide study. It was reported that the procedure included implant of gore® viabahn® vbx balloon expandable endoprostheses in the sma. On (B)(6) 2021 a follow-up showed a type ic endoleak coming around the distal end of the sma side branch component and into the aneurysm sac. No aneurysm enlargement was reported. The event was ongoing. On november 26, 2021 a new type ic endoleak was determined. The cause of endoleak was due to the disease progression with the aneurysm growth and in consequence, loss of stent distal sealing (mesenteric artery superior). Additionally, the aneurysm enlarged 1,6cms in comparison with previous exam on (B)(6) 2021. The patient was submitted to an endovascular correction of the type ic endoleak with a gore® viabahn® vbx balloon expandable endoprosthesis (10x59mm). The patient presented a good post-procedure condition and was submitted to an ecodoppler with contrast that showed complete resolution of the treated endoleak. The patient was discharged after 3rd day with a good clinical condition.